Event description:
It was reported that the customer received a no delivery alarm. Her blood glucose level was 117 mg/dl. The insulin pump had a crack and was missing a piece by the battery cap. She also experienced high and low blood glucose levels. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, cracked case at a reservoir tube window corner and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.